Event description:
While onsite to perform preventive maintenance on the ventilator, the manufacturer's service technician noted a diagnostic code in the ventilator log history that indicated a ventilator restart occurrence. The customer did not report the occurrence during any previous usage. There was no patient harm reported. The service technician replaced the power switch to address the finding. Extended self testing and performance verification testing was completed and tests passed per operating specifications.